Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the healthcare professional (hcp) never considered coverage in the patient¿s feet. It was stated that during a revision surgery last thursday, the hcp lengthened the leads to assist with coverage in the feet. Additional information received reported that the patient received assistance from her healthcare professional (hcp) or manufacturer¿s representative and her concerns were resolved. It was stated that the patient had an appointment on (B)(6) 2014.